Event description:
It was reported that 10 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems had issues with infiltration/extravasation, and 2 catheters' needles broke off. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of infiltration / extravasation (10), IV needle break off / fragmentation (2), and dull needles (15)" "additional information related to infiltration / extravasation: "pt's sedation did not go into the blood stream during an invasive procedure and d/t infiltration a high dose of sedation was administered sub-q causing pt to need reversal agents"

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6), has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems had issues with infiltration/extravasation, and 2 catheters' needles broke off. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of infiltration / extravasation (10), IV needle break off / fragmentation (2), and dull needles (15)." "Additional information related to infiltration / extravasation: "pt's sedation did not go into the blood stream during an invasive procedure and d/t infiltration a high dose of sedation was administered sub-q causing pt to need reversal agents.""